Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery with heavy calcification. The 3.5 x 20 mm trek balloon dilatation catheter (bdc) was advanced without issue and inflated to 8 atmospheres (atm), for 50 seconds. A second inflation was going to be made and negative was pulled on the balloon. When an attempt was made to inflate the balloon to 8 atm, it was found that the balloon was already ruptured. An attempt was made to remove the bdc, but it could not be removed from the anatomy. The patient was sent to surgery for removal of the device, and confirmed to be stable after surgery. No additional information was provided.